Event description:
Philips received a complaint from the customer on the v60 indicating an error message of pressure regulation high (ec 1009) was found in the event log. It was reported there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse). The rse recommended. Verify the proximal and machine tubing connections. Verify the pressures and flow. Replace the da pcba. Replace the mc pcba. Additionally, the rse recommended that the customer perform full performance verification testing to determine if the unit is operational or if repair is needed. The investigation is ongoing.

Manufacturer narrative:
Per phone conversation, the biomedical engineer (be) ran the device for 48 hours and was unable to duplicate the reported issue. The be confirmed that the device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.